Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose of 412 mg/dl. The customer also reported having sensor reading discrepancies. The customer stated the sensor was not lasting 6 days; she received calibration errors and bad sensor alert. The customer stated that the high blood glucose value was because she had a meal and didn't have a chance to treat. Troubleshooting for high blood glucose was not performed.